Event description:
During an attempted to monitor a patient the device was powered on. The device came on briefly but did not complete the boot up. The medic hit the device with his hand, the device then completed the boot up. The device was attached to the patient with no problems. During the call the device locked up and the service light came on. A back up device was called for and used to continue care to the patient. There were no reports of adverse affects to the patient as a result of device operation.